Event description:
A balloon ruptured on the first inflation during a percutaneous transluminal angioplasty procedure. No patient complications resulted from this event. Attempts to gain further info with regards to the circumstances surrounding this event were unsuccessful. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the product and without further details about the event co cannot determine the exact cause for this event. Directions for use state; "balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.